Manufacturer narrative:
The device has not yet been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported when using the probe it was working intermittently. They had to disconnect and reconnect to make it work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.